Manufacturer narrative:
One device was returned for investigation. A functionality test was done where it was found that there was a hole found near the connection part of the 22mm connector. This led to the product not working as expected. The complaint was confirmed. The root cause was stated to possibly be due to a supplier issue. The device was forwarded to another site for further root cause investigation. Device history review showed no anomalies during the manufacturing process.

Event description:
It was reported that during the pre-use check, a pinhole was found in the base part of the anesthesia circuit. No patient injury reported.

Manufacturer narrative:
UDI section, lot number, and g5 are unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.